Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the procedure was completed after transferring the patient to another room. The philips remote service engineer (rse) checked the system remotely and confirmed that the bedside geometry module was not easy to use. Later, the rse confirmed that the buttons on the bedside control module had deteriorated and not sensitive. However, there was no further action taken by philips since the customer did not approve for onsite evaluation. To date, there have been no further reports of this issue. The codes have been updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the bedside geometry module was not easy to use. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.